Event description:
The complaint/event occurred on an unspecified date and unspecified plum 360 infusion pump that nursing reportedly stopped infusing without an alarm. Nursing also complained that they found the pump powered off, or powering off shortly after programming to infuse. The biomed reported that a pump powered off during preventative maintenance testing. There was unknown patient involvement and no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact at the user facility: (B)(6).

Manufacturer narrative:
No device was returned to the manufacturer for analysis and evaluation. Therefore, no visual inspection and functional testing could be performed and the cause of the customer's complaint could not be determined.